Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the contact was unable to provide a cgm blood glucose reading or meter bg reading at the time of the event. As a result of the basal suspension, customer's blood glucose (bg) level rose to 700 mg/dl with ketones (size of ketones was not provided). Customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Customer was treated with intravenous fluids of insulin and saline. At the time of the report with tandem technical support, the customer was still admitted to the hospital with no known damage. The customer declined further assistance from tandem technical support regarding the issue. No additional patient or event information was available.